Manufacturer narrative:
Reported event of peg tube torn/split. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, the peg tube was torn. The patient also had been experiencing an infection, at the stoma site, since an unknown date and was treated with antibiotics. The peg tube was replaced during an endoscopic procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.